Event description:
Omnipod 5 controller stopped working. The omnipod controller screen was simply black and did not turn on. Contacted tech support at 2230 est, and they were unable to assist despite putting me on hold 4-5 times. I eventually had to hang up as they did not transfer me.